Manufacturer narrative:
Further information was requested but not received. Manufacturing date is unavailable.

Event description:
It was reported that the patient presented with noise on the right atrial lead. The lead was capped and replaced on (B)(6) 2023. The patient was stable.